Event description:
It was reported that during device change out for normal eri, x-ray revealed externalized conductors. No electrical anomalies were detected. Lead was capped and replaced. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.